Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/27/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/02/2013 with the following findings:the keypad was found to be fully intact; there was no peeling or damage observed. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response; the up arrow and contrast buttons required increased force to elicit a response. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed an unresponsive vibratory motor. The pump was opened and testing confirmed that the pins on the vibration motor were not making electrical connections with the printed circuit board.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.